Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the patient heard the patient alert tone. There is a suspected fracture. Noise, indicating possible oversensing was seen on the egm. Additional information obtained through follow up indicated patient was on vacation when patient alert sounded, but patient thought it was a noise in the house. The patient was given a magnet and instructed how to use it. The patient returned to his home hospital and replacement surgery was done. The physician office also reported a fracture, an insulation breach, multiple nsts considered to be noise, and multiple short v-v episodes. There were no patient complications as a result of this event.